Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced severe abdominal pain. The physician gave the patient a voltaren injection for the pain. The pain initially improved, but then returned. On (B)(6) 2018, an abdominal CT scan was performed, which showed the tubing in the correct place. The patient underwent surgery on (B)(6) 2019 to remove the peg-j tubing. The patient was hospitalized due to a stoma infection and was treated with an unknown intravenous (IV) antibiotic.